Event description:
It was reported that the device was used during an esophagus procedure. It produced an incomplete cutting and staple line (no further info is available). Another device was used to complete the case. There was no consequence to the pt.